Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error 35 was present in the long trace file, problem isolated to electronic assembly. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error 35. The customer's blood glucose level was unknown at the time of the incident. The customer states that after while rewinding the insulin pump, it flashed red and alarmed 35 critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis